Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate mode switch episodes were recorded due to noise on the right atrial lead. Provocative testing was performed and the noise was reproducible. The physician preferred not to perform intervention at this time and the patient will continue to be monitored. The patient was in stable condition.